Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the penoscrotal incision opened most likely from the patients diabetes causing poor wound closure. There were also signs of an infection of cloudy liquid and the pump stuck to inside tissue. The ipp cylinder, pump, and reservoir was explanted and washed out the pockets and implanted a new tactra penile prosthesis. The patients wound had reopened and the physician is attempting to let the wound close itself.